Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of a leadless implantable pulse generator (ipg), the device exhibited rising thresholds and a pacing problem. A micro-dislodgement was suspected. Subsequently, the device was programmed off, and a replacement transvenous pacemaker system was implanted. No patient complications have been reported as a result of this event.